Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was deployed and was returned with the device. It was noticed that the prongs on the clip assembly were bent. A review of the device history record (DHR) was performed; no anomalies were noted. Based on the evaluation conducted and the details of the complaint, it is probable that the clip prongs bent as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was stuck in the open position and was not able to be closed. The physician had to use a snare to "catch the clip" and withdraw it from the patient. Clinical follow up revealed that the clip did not fall into the patient; therefore the snare loop was being used to close the clip prongs so the device could be removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications as a result of this event. The patient was reported to be in okay condition post procedure. Preliminary investigation results of the returned device revealed that the clip prongs were bent backwards. Based on this information, this is now a reportable event.